Event description:
It was reported pt underwent a revision procedure 13 years and 10 months post-implantation due to alval. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D1: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 15 extended offset. D10: 00801803601 femoral head sterile product do not resterilize 12/14 taper, lot number 1220019. 00630506236 liner standard 3.5 mm offset 36 mm i.d. For use with 62 mm o.d. Shell, lot number 61085621. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01408. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected h6: proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.